Event description:
A customer reported experiencing a cartridge alarm 30 with their pump. The event did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.